Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure, within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, after the clip was locked and deployed onto the target tissue, it failed to separate from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed using a second resolution clip device without any further complications. Confirmation was received which revealed that the clip was not tested prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure, within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, after the clip was locked and deployed onto the target tissue, it failed to separate from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed using a second resolution clip device without any further complications. Confirmation was received which revealed that the clip was not tested prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly located just inside the oversheath. However, the blue sheath grip was separated from the oversheath. Functionally, once the oversheath was pulled back by hand, the clip assembly was able to be actuated and deployed; two distinctive clicks were audible. During actuation, the prongs opened to approximately 10mm. Additionally, a kink was present in the control wire. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The evaluation revealed that the clip assembly was able to be actuated and deployed from the delivery catheter. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance as is evident by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.